Manufacturer narrative:
Additional manufacturer narrative: the subject device could not be evaluated, as the valve remains implanted in the patient. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Additional information regarding this event was requested; however, no additional information was provided. Unfortunately, there is insufficient information available to conclusively determine the root cause of this event. It is unknown whether patient or procedural related factors may have caused or contributed to this event. No corrective actions are applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient underwent transcatheter mitral valve replacement (tmvr) within an edwards surgical valve (valve-in-valve). The implant duration of the surgical valve was approximately eight (8) years. The reason for intervention is unknown. No additional details have been provided.